Event description:
It was reported that the device has no labeling. There was no harm for the patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the device has no labeling. The reported was not confirmed as the visual evaluation revealed that all labels of the device are present and readable (see evaluation picture 1 - 4). However the shaft is bent (see evaluation picture 1). Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to improper detergent/cleaning process used.